Event description:
It was reported that the patient received inappropriate therapies due to oversensing on the ventricular lead. A decrease in sensing and loss of capture were also noted. Lead dislodgement suspected, since it was sensing the atrium. The lead was repositioned; all tests and inspections were fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.